Manufacturer narrative:
The actual complaint product was not returned for evaluation; however, the reporter provided photographs of the alleged device which are currently under review. A review of the device history record is in progress. All information reasonably known as of 24 oct 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
Sunmed holdings llc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the second of two reports. Refer to 8030673-2024-01027 for the first report. It was reported, the connection of the suction hose broke off/shoots off (had a loose connection) during extraction. The product was replaced; there was no reported injury.

Event description:
Sunmed holdings llc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the second of two reports. Refer to 8030673-2024-01027 for the first report. It was reported, the connection of the suction hose broke off/shoots off (had a loose connection) during extraction. The product was replaced; there was no reported injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation; however, the reporter provided photographs of the alleged device. Review of the photographs confirmed the complaint of breaking off/loose connection at the access for the suction hose. Additionally, the device history records for lot 22024818 were reviewed and a nonconformance was identified; it was determined the root cause was related to the manufacuring process. All information reasonably known as of (B)(6) 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint-(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.